Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Upon further follow-up, the rv lead pacing impedance was found to be in normal range. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Upon further follow-up, the rv lead pacing impedance was initially incorrectly measured, and found to be in normal range. The patient was stable and will continue to be monitored.

Event description:
Upon further review, this event was indicative of a device anomaly and not a lead anomaly. There was no indication that the device is an abbott product.

Manufacturer narrative:
Upon review, this product should not have been submitted as a medical device report (MDR) as the event was due to a device anomaly. There was no indication of a lead anomaly.